Event description:
The manufacturer received information from a customer that a trilogy ev300 ventilator failed active exhalation verification during pre-test. There was no serious patient harm or injury that occurred or was reported. The device's 3-way solenoid and proportional valves require replacement to address this issue. The customer indicated they did not want to proceed with repair service and requested the philips quotes team to cancel the service case. No repairs were completed on the subject device per the customer's request.